Event description:
Info received indicates the bed was alarming codes 90-177, 90-175. The technician found the right gui screen seemed to show signs of something leaking into the gui screen, was trapped and then dried.

Manufacturer narrative:
The technician found the gui could not communicate with the bed due to fluid ingress. The technician replaced the gui to repair the bed.